Event description:
Info rec'd from an attorney via our affiliate. The following info was provided by pt's attorney. A pt began wearing "johnson & johnson contact lenses" 12/24/2000 (brand of vistakon contact lenses not provided). In 2001 the pt began wearing a fresh pair of lenses on a daily wear schedule. The pt removed the lenses at the end of the day and experienced itching and some irritation in the right eye. The next day the pt went to an ophthalmic hosp and was diagnosed with allergic conjunctivitis. The pt awoke with pain and returned to the ophthalmic hosp and was diagnosed with a corneal ulcer. The contact lens the pt wore was cultured and was reported to be positive for pseudomonas. The following medications were used in the pt's treatment: lacrima plus, cefalotina 50 mg, gentamicina 15 mg, cicloplegico, garamicina, vancomicina, atropina, "and others". A week later, the pt's corneal ulcer was 1.5 mm x 2 mm with corneal infiltrates. The next month, the pt had a central leukoma. Eight months later, the pt had a corneal transplant. No add'l info has been provided. We do not know which vistakon lens was worn at the time of the injury as the product was described as a johnson & johnson contact lens. Should add'l info become available, we will send a follow up report.